Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the ins sometimes gets hot when they charge. The patient also mentioned that their legs are getting worse and they have a more difficult time walking. This was clarified and was stated to be due to their weight and arthritis. The patient stated that the heat occurs at the ins site in the abdomen. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97754, (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the actions take to resolve the neurostimulator (ins) heating during recharger were to obtain better coupling connection if possible or don't let the ins go all the way down before recharging. The rep reported that it was to be determined if the issue was resolved. No further complications were reported.